Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, evidence of liquid is observed behind the stopper, verifying the reported incident. There was no damage or other defect identified to indicate why the leak occurred. A device history review was performed for reported lot 2406049, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. No issues related to this incident were identified during manufacturing, all production and quality processes were carried out normally. Retained samples of the reported lot were used for additional evaluation. The products were inspected, no damage or other defects were observed, the stopper was properly assembled onto the plunger and no leakages occurred. Based on our investigation and without the physical sample to further inspect, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Leakage during use when drawing up nacl 0.9% and noradrenaline, some of the contents have entered the plastic chamber under the piston. See attached picture. The red arrow shows where there is liquid. We think that this probably shouldn't be the case and that some of the contents have leaked between the syringe and the black membrane.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.